Event description:
Customer reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support instructed the customer to perform as system check, but no issues were identified. The customer changed pump supplies and resumed insulin therapy.